Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As rec'd, the belt failed incoming testing. Upon evaluation, there was an intermittent solder connection at the j2 tab inside the front therapy electrode (te). The cause of the check belt messages and incoming test failure is the intermitted solder connection. The root cause for the intermittent solder connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.